Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On 07-january-2024, it was reported by the patient that two infusion set cannula fell off due to which hyperglycemia occurs within 3 days of use. High blood glucose level was 380 mg/dl. Event occurred on 02/26/2024 and 02/28/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2.